Event description:
It was reported that part of flexible scope fell off and the scope adapter fell inside the light source. This issue occurred during reprocessing and troubleshooting. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope tip was damaged and fell off due to unintentional overload during scope insertion. Or it is presumed that the scope tip broke off and fell inside the light guide due to failure or wear of the scope body. In addition, the following reportable malfunction was identified during the device evaluation: scope connector internal failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.